Event description:
It was reported that the patient had an extensive bruising and blister at the ipg site.

Event description:
It was reported that the patient had an extensive bruising and blister at the ipg site. Additional information was received that the patient also had charging difficulties as the charger would not connect to the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.